Event description:
During an initial implant procedure, increased capture threshold, decreased sensing, and low pacing impedance were observed on the right ventricular (rv) lead. A new rv lead was selected and implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of inadequate capture, sensing r-wave amplitude variation, and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.